Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. The issue was not confirmed. During power up and testing, the device did not fail the battery fallout test and the beeping lasted more than 2 mins. Therefore, no problem was found with the issue. It was recommend to install software as preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the battery fallout test and exhibited an intermittent alarm. No adverse effects were reported.